Event description:
Same case as: 2134265-2008-01349. It was reported, by the pt's daughter, that post a coronary drug eluting stenting treatment procedure, low hemoglobin levels, transfusions, and iron therapy have occurred. Since the placement of a 2.75 x 24mm and a 2.75 x 16mm taxus express2 drug eluting stent and starting on plavix, the pt has had a low hemoglobin levels. The pt has had to go to the hospital every month for transfusions. On the day of this report the pt received 3 units of blood, as well as iron therapy. The pt has a history of gastrointestinal bleeds prior to starting on plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.